Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a sensor issue. A field service engineer replaced the solenoid, latch sensor and drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was not detected on the communication bus. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.